Event description:
While drilling burr holes with a midas rex drill with the codman perforator on, the perforator did not stop and the bit nicked the surface of the brain. The attending neurosurgeon controlled the bleeding and a new perforator drill bit was used to drill the remaining burr holes without further problems.